Manufacturer narrative:
Date sent to the FDA: 12/13/2020. Additional information: d1, d4, h4.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a prolapse correction gynecological surgical procedure on october of 2005 and mesh was implanted. It was reported that the patient experienced abdominal pain and urinary tract infections. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/3/2020. Additional information: d1, d2a, d2b, d3, d6a, e1, g1, g4. Additional b5 narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent a revision surgery in (B)(6) 2006. It was reported that the patient experienced severe pain. Corrected information: g1 - physical manufacturer.